Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Ten devices were received for evaluation; 4 events were duplicated during testing. Three events were not duplicated; however, the devices were out of specifications. Seven devices were found to be affected by corrosion. The reported event was not confirmed for 3 devices; the devices were found to be within specifications for the reported event. Two devices are available for evaluation but have not yet been received. Two devices were not available for evaluation. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 14 </noe> malfunction events in which the device overheated. There was no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Corrected data: two devices were expected to be returned; however, they were not received for evaluation. There were no remedial actions taken. This device is not labeled for single-use. Device. Not returned

Event description:
This report summarizes 14 malfunction events in which the device overheated. There was no patient involvement; no patient impact.